Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, was alarming?cassette not attached properly" when the latch was closed without a cassette.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the sticker seal was missing. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. The reported issue was not duplicated during functional testing. The investigation found that the downstream occlusion sensor was defective and it was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Information was received indicating that indicating that the event occurred during preventive maintenance. No patient was involved.